Event description:
Additional information was received from the healthcare provider who reported that the actions and interventions taken to resolve the issue was they tried to flip the pump but was unsuccessful. The flipped pump did not resolve but the patient was scheduled to with surgeon on (B)(6).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving fentanyl via an implantable pump. The indication for use was spinal pain indications. It was reported that the healthcare provider (hcp) was asking about pump orientation under imaging because a pump flip was suspected. The manufacturer's technical services specialist (tss) reviewed that in lateral imaging, the reservoir fill port (dark) should be anterior and the reservoir (light) should be posterior. The hcp confirmed the pump was flipped and stated that they were unable to refill yesterday which was why they brought the patient back.